Event description:
It was reported that episodes of nonsustained right ventricular oversensing were seen. Upon reviewing electrogram, myopotential oversensing with pacing inhibition was noted. No intervention and no patient symptoms were reported. The clinic planned an attempt to recreate oversensing and review lead measurements. No other information was available.